Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient woke up and was not feeling good and passed out. The patient had low blood glucose levels of 30 mg/dl, therefore patient was hospitalized had received intravenous. No further information available.